Event description:
It was reported the patient's blood glucose rose to 365 mg/dl. The pod was worn on the patient's abdomen for between 24 and 36 hours. As treatment, boluses were delivered and a new pod was applied.

Manufacturer narrative:
The exposed portion of the soft cannula was found to have a tear. Fluid was observed exiting the tear during a leak test. It could not be determined when the tear occurred or if it contributed to the pod failing to deliver insulin. The download data showed that the device delivered a 0x4e alarm indicating that the saw trim was out of spec. A timeout was observed towards the end of the run, but no drive stalls were seen. The device was reset, paired to a master pdm and asked to deliver a 5u bolus. The rerun data showed replicated timeouts, but no replicated alarm. The drive mechanism and electrical components were investigated and no damages or deficiencies were observed. The exact cause of the 0x4e alarm could not be determined. No other damages or deficiencies were observed during the investigation. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.